Event description:
It was reported that during a coronary stent procedure, the balloon would not deflate. The balloon was removed without incident. No patient injuries or complications occurred. Patient status listed as "ok".